Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/17/2015.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon does not inflate with the syringe. Devices were not used. No patient involved.